Event description:
The user facility reported that during a patient procedure user facility personnel heard a "crack" and observed the harmonyair a-series surgical lighting system canopy cover had slid down the spindle arm. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
Following the reported event, steris inspected the harmonyair a-series surgical lighting system and found that the canopy ring was damaged. As the canopy ring was damaged this allowed the canopy cover to lower from its location and move down the spindle arm. The spindle arm was not impacted during the reported event and the surgical lighting system did not move. The damaged canopy ring may be attributed to overtightening during installation of the harmonyair a-series surgical lighting system or unknown impact the canopy ring sustained prior to the reported event. The steris installation team and service have been made aware of the reported event. The canopy ring was replaced, and the lighting system was operating to specifications. The harmonyair a-series surgical lighting system was returned to service, and no additional issues have been reported. A complaint review was performed and confirmed this to be an isolated event.